Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. As described in the complaint the device was inspected and tests were carried out. Air alarm were intermittently triggered and the issue was solved by replacing the air sensor. The spare parts were not sent back to brézins for further investigation and with no other evidence to confirm the origin of the defect its root cause cannot be identified. To our knowledge this complaint was not related to patient harm. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Constant air alarm even when no air in line; ran through pm procedure, air alarm intermittent but no cause identified. Disassembled and replaced air sensor and wifi module. More information is needed to complete the investigation.